Event description:
It was reported that noise was noted on this right ventricular (rv) lead during the implant procedure. The psr cables were changed out, however the noise persisted. Subsequently a new rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed). Body fluid was noted in the helix housing, normal for open-tip leads. Visual inspections revealed no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise was noted on this right ventricular (rv) lead during the implant procedure. The psr cables were changed out, however the noise persisted. Subsequently a new rv lead was successfully placed. No adverse patient effects were reported. Eventually this rv lead was returned for analysis.